Event description:
It was reported that one day post implant of the device the patient presented in the emergency room with alerts for non-sustained rv oversensing. Myopotential oversensing was suspected. The pocket was re-opened and all lead connections were normal. Programming changes were made. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.